Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that alert/notification settings. Date of event is an approximation. On (B)(6) 2024 , it was reported by the patient's spouse that they found the patient unresponsive, diaphoretic, with seizure-like activity. The dexcom receiver was showing a low glucose level but wasn¿t giving an alert. The spouse called 911. The bg was 28 mg/dl while the egv was a low value. The patient was given oral glucose and after about 15 minutes, he began to regain consciousness. A second finger stick test showed an improved glucose level of 58 mg/dl. The paramedics stayed with the patient for an additional 45 minutes to ensure he fully recovered and was able to eat food. The patient was stable the same day when the call was made. No data was provided for evaluation. The allegation and a probable cause could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.